Event description:
Soft bill green surgical masks pg4-2161 are causing skin breakouts on two nurses. After minimal amount of time in contact with skin, employee noted burning sensation on cheeks and once mask was removed cheeks (where top edge of mask was touching) was visually reddened and bumpy.